Event description:
Two coulter act 5 diff wbc lyse bottles were found leaking in the bci warehouse. When the leak was noticed, the bottles were placed in a restricted area. The warehouse worker was wearing personal protective equipment (ppe) and there was no reagent exposure to open wounds or mucous membranes. There was no injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
No additional information is available for this event.